Event description:
It was reported that the customer's insulin pump alarmed during prime/rewind. The blood glucose is 8.3mmol/l. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a protruded/loose drive support disk. The device had cracked reservoir tube and lip, cracked battery tube threads, scratched screen, and missing end cap sticker.